Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4 batch #: y7046k. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off and not returned, with the remaining blade portion scratched and showing evidence of contact with metal in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, and the device stopped activating, which is attributable to blade damage. Disassembly of the device verified that no anomalies were found in the internal components. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like ¿blade error detected,¿ ¿relaxed pressure on blade,¿ or ¿replace instrument.¿ continued usage of a damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number y7046k, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the "replace the instrument" error message occurred. No patient consequences reported when this complaint event occurred.